Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to test the alert functionality and patient reported alerts were not functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. The receiver case was opened finding that the moisture detection sticker had been activated. As moisture damage is a contributing factor to no audio output, the customer complaint has been confirmed. The root cause for the reported event was determined to be moisture damage.